Manufacturer narrative:
Report of previous hospitalization for hemolysis is captured on MDR # 2916596-2018-05484. The approximate age of the device - 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's lvad was decommissioned after as suspicion of device thrombus after a second hospitalization for recurrent hemolysis. The patient had a lactate dehydrogenase (ldh) of 752 and haptoglobin <30 mg/dl, free hemoglobin of 3g/dl and treated with a bivalrudin drip. The patient underwent percutaneous device decommissioning on (B)(6) 2018 with an amplatzer device and removed driveline. The patient is no longer on pump support but the device was left in situ. The patient was discharged home on (B)(6) 2018 with a follow up appointment to the heart failure clinic scheduled.

Manufacturer narrative:
Manufacturer's investigation results: the report of thrombus and a specific cause for the suspected hemolysis could not be conclusively determined. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated the use of the heartmate ii lvas and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document.